Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4), medical product - pn: 154926 ln: 3861276 cementless medium femur, pn: 166576 ln: 3808969 cementless left medial tibial tray size d.

Event description:
Patient underwent a left knee revision procedure 19 days post-implantation due to dislocation of the bearing.